Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). In addition, we confirmed that the control body fluid damage, the ocular fluid damage, the cfb screen cover glass fluid damage, the insertion flexible tube (ift) perforated, the insertion flexible tube (ift) buckled, the light guide cable for prong buckled, the insertion flexible tube (ift) crushed, the objective lens unit dirty, the brand plate worn out, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.